Manufacturer narrative:
(B)(4). Date sent: 5/31/2017. Batch # n56z8z. The ec60a device was received for analysis with no visual non-conformances and with a gst60w cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indication for surgery? Right upper lobe lung cancer. Was the incision lengthened due to issue with stapler? Yes, the operation was converted to open. How many complete firing strokes were done successfully? None during the operation at the patient. What troubleshooting steps were taken to open device? We pressed the red button and fired once, then we pressed carefully and repeatedly the release button. Fortunately it opened without injury to the right upper lobe vein. How was the device eventually opened? See the above steps. Did the same issue occur during the 2nd attempt to fire? Yes. How was the device tested outside of the patient? We closed the jaws and fired the instrument outside of the field and then we changed the cartridge. We did not tested anymore after the second firing, since we had to proceed with the open operation was the device difficult to close? No . Was the force to fire the successful strokes higher of lower than expected? There was no successful stroke and the force to fire was higher than usual what is the current patient status? After converting the operation to open, the patient had an uneventful recovery and discharged.

Manufacturer narrative:
(B)(4). Additional information requested but unavailable: what were the indication for surgery? Was the incision lengthened due to issue with stapler? How many complete firing strokes were done successfully? What troubleshooting steps were taken to open device? How was the device eventually opened? Did the same issue occur during the 2nd attempt to fire? How was the device tested outside of the patient? Was the device difficult to close? Was the force to fire the successful strokes higher of lower than expected? What is the current patient status?

Event description:
It was reported that during a hybrid lobectomy procedure, using the instrument ec60a at the pneumonic vein, it wasn¿t possible to complete the three firing steps. Also, there were difficulties opening the jaws of the instrument. Finally, they managed to open the jaws of the endocutter and they tested it outside the patient; where the instrument was working properly. They did one more attempt to cut the vein with the endocutter but the same incident occurred. Eventually, they used sutures on the vein and they converted to an open lobectomy using ntlc75mm linear cutter. There were no issues finally with the operation and the patient is safe.